Event description:
It was reported that customer was hospitalized for diabetic ketoacidosis. Blood glucose during hospitalization was 498 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.